Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during an unknown open procedure, the device was broken off when the surgeon tried to clamp the thick tissue. The broken piece was retrieved and no pieces were left inside the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.